Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes to adverse event, date of event, implant date: dates estimated. The UDI number is not known as the part and lot numbers were not provided. The additional patient effects and malfunctions reported in the coapt trial are captured under a separate medwatch report. Attachment: report titled "the coapt secondary mr post-approval study annual progress report 2023".

Event description:
This is filed to report patient deaths. It was reported the coapt post-approval study (pas) is a prospective, single arm, multi-center, observational real-world surveillance plan to confirm the long-term safety and effectiveness of the mitraclip¿ system in hf patients with smr. The annual follow-up data identified deaths after 1 year, annular rupture, aortic dissection, atrial fibrillation, bleeding, cardiac arrest, cardiac perforation, complete leaflet clip detachment, arrhythmia, device embolization, device fracture, device migration, device retrieval, device thrombosis, endocarditis, heart failure, medical intervention, mitral leaflet or subvalvular injury, myocardial infarction, pulmonary embolism, readmission, reintervention, single leaflet device attachment, stroke and transient ischemic attack (tia). Information was obtained by linkage to the cms fee-for-service (ffs) claims database. No additional information was provided. Details are listed in the attached report, titled ¿the coapt secondary mr post-approval study annual progress report 2023.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the available information and without the device to analyze the cause of the reported death, heart failure, endocarditis, myocardial infarction (mi), cerebrovascular accident, tissue injury, arrhythmia, hemorrhage, cardiac arrest, embolism, thrombus, pulmonary embolism, transient ischemic attack (tia), atrial fibrillation, incomplete coaptation, migration (partial clip movement), break and expulsion cannot be determined. The reported death, heart failure, endocarditis, myocardial infarction (mi), cerebrovascular accident, tissue injury, arrhythmia, hemorrhage, cardiac arrest, embolism, thrombus, pulmonary embolism, transient ischemic attack (tia) and atrial fibrillation are listed in the instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported removal of foreign body, hospitalization, medical intervention and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2, b3, d6: dates estimated d4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports.